Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced the following: "allegation of nose irritation respiratory tract irritation dizziness and/or headache hypersensitivity, and nausea / vomiting. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged nose irritation respiratory tract irritation dizziness and/or headache hypersensitivity, and nausea / vomiting. No medical intervention was required by the patient. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.